Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder experienced failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: the "tubing appeared to be completely cut. The issue appeared when opening the package.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/10/2021. H.6. Investigation: bd received one samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for severed tubing with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to packaging related. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder experienced failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: the "tubing appeared to be completely cut. The issue appeared when opening the package."